Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents was conducted for potentially associated lot numbers h13a13022 and h12j02069 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
The patient experienced peritonitis and subsequently passed away. The patient was treated with vancomycin, cefapime and zithromax (routes, doses and frequencies not reported). On an unknown date during the hospitalization peritoneal dialysis therapy was withdrawn. The patient was discharged home under hospice care and passed away four days later. The cause of the peritonitis event was unknown. The exact cause of death was not reported as the patient was experiencing many significant medical issues and was on hospice care at home at the time of death.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - the following information was not provided in the initial MDR: the peritoneal dialysis registered nurse (pdrn) reported the patient was initially hospitalized for septicemia and septic shock. While hospitalized the patient was diagnosed with pneumonia and suffered a heart attack. If additional relevant information becomes available, a follow up report will be submitted.